Manufacturer narrative:
Update data: b5 h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the first valve dislodged due to the calcium that had obstructed the coronary ostium. An insufficiency was reported requiring a second valve implant. Protection of the previously occluded coronary artery was needed and then the second valve was implanted valve-in-valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that pre-implant balloon aortic valvuloplasty (bav) was performed. The insufficiency was moderate paravalvular leak (pvl). A post bav was performed for the pvl.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had a severely calcified valve with calcific fusion between the left and right sinuses. Upon release of the valve under angiographic control, the left coronary artery (lca) was poorly perfused due to calcium displacement near the left coronary ostium. Perfusion worsened following post implant dilation resulting in unstable condition of the patient. The physician tried to cannulate the lca but was unsuccessful. After several attempts, the physician decided to snare the valve, perform angioplasty and provide coronary protection and implant a second valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID l-evprop23-29; (lot: 0012280009); product type: 0195-heart valves; product ID d-evprop23-29; (lot: 0012268518); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.